Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that atrial noise was observed via remote transmission. An x-ray was performed on (B)(6) 2019 revealed atrial lead dislodgement. Prior to the lead replacement, the dislodgement was confirmed using fluoroscopy. The physician suspected it was likely due to twiddler¿s syndrome. Upon interrogation, high, out of range pacing impedance and loss of capture were observed. The lead was explanted and replaced without incidence. The patient was asymptomatic before and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.